Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a 3l eva empty bag had leaked. The leak occurred near the port tube before use. There was no patient involvement. Additional information was requested and is not available.